Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03363. The pt reported experiencing uncomfortable heating while charging that began at least six weeks after implant. Adding material between the scs ipg and charging sys did not resolve the issue as communication difficulty occurred. The pt also reported, he is experiencing discomfort at this scs ipg pocket site when it is bumped and while laying down as the site has become shallow after significant weight loss. The pt no longer uses the scs sys and is consulting with the physician regarding explant. On 8/1/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.